Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and speaker malfunction error message. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
This MDR 1218950-2019-06457 was submitted in error. Please refer to MDR 1218950-2019-06450 that was submitted on 27aug2019.